Manufacturer narrative:
Device is a combination product. Age time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 2.75mm taxus liberte stent was advanced to the lesion however it was noted that the stent was lifted and the device was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issues with the profile of the crimped stent. The stent was securely crimped onto the balloon and there were no raised stent struts. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no issue with the hypotube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 2.75mm taxus liberte stent was advanced to the lesion; however, it was noted that the stent was lifted and the device was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.